Manufacturer narrative:
Date of event based on additional clarification received on 01/25/2016.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The introducer sheath was ovalized approximately 7.0 cm from the distal end. The embolization coil was detached from the pusher assembly within the introducer sheath. Conclusions: evaluation of the returned device revealed that the introducer sheath was ovalized. Introducer sheath ovalization typically occurs due to improper handling during use. If a rotating hemostasis valve (rhv) is over-tightened or if the introducer sheath is compressed forcefully, damage such as this may occur. The damaged introducer sheath was likely the cause of the difficulty advancing the pc400. The px slim mentioned in the complaint was not returned for evaluation. Pc400 devices are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, the physician was unable to advance a pc400 coil out of its introducer sheath and into a px slim delivery microcatheter (px slim). The pc400 coil was removed and the procedure was completed using new pc400 coils and the same px slim. There was no report of an adverse effect to the patient.